Event description:
The customer reported he received multiple no delivery alarms and his blood glucose was 480 mg/dl. The customer's blood glucose had been 494 mg/dl, which he treated with injection. The customer's symptom was frequent urination. Troubleshooting was performed. The drive support cap appeared normal. No air was found in the tubing. Insulin did exit during a manual prime. No leaks were found. The high pressure test could not be performed as the customer did not have a tubing clamp. The patient was advised to change the entire set, reservoir and insulin. Upon removal of the infusion set, the cannula was found to be slightly bent. The customer stated the site was not sore or irritated. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.